Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no evidence that the implants malfunctioned. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-100, lot# i0786, mfd. 08/17/2013, expires 2018-08, (B)(4); 2nd (middle): ifuse implant, p/n 7045-100, lot# i0786, mfd. 08/17/2013, expires 2018-08, (B)(4); 3rd (inferior): ifuse implant, p/n 7055-100, lot# i0788, mfd. 08/05/2013, expires 2018-08, (B)(4); additional: ifuse implant, p/n 7055-100, lot# 322222, mfd. 12/02/2014, expires 2019-12, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient had pain relief for six months but then had a recurrence of pain symptoms. An additional implant was added in (B)(6) 2015. The patient later presented to a new surgeon with a recurrence of pain. The surgeon performed a revision surgery where he removed two implants that were solidly fixed in bone and added additional hardware. The status of the patient following the revision procedure is not known.